Event description:
It was reported that during implant there was a problem with the detection of ventricle by the atrial stimulus. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of cross-talk could not be confirmed in the laboratory. Bench and ate tests were performed and no anomalies were found. There was no cross-talk observed during bench testing. The cause of the field event remains unknown.